Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse impact to the customer's blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.